Event description:
It was reported that the user experienced loss of cgm data on the ilet while using a dexcom g7 sensor, with the sensor not successfully pairing due to an incorrect or missing pairing code; blood glucose measured by meter was 381¿382 mg/dl without symptoms, and a new g7 sensor was started with successful pairing and warm-up. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user, interviews, and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7 resulting in intermittent communication failure, with the antenna/electrical-magnetic component area implicated as the affected device component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.